Event description:
Caller states the pt tested >8.0 inr on the coaguchek s system and 5.2 inr or 5.1 inr on a comparison lab. No action take on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.